Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached levels greater than 250 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was given 2 different medicine's for nausea since the first the didn't work. The patient was prescribed ondansetron 4mg tablet (1 tab by mouth every 8 hours as needed for nausea) and it was 20 pills pantoprazole 20 mg tab 2 tab by mouth. It should be noted the patient was wearing the same pod through all these events from 5/3 through 5/5. The patient received insulin the whole time through omnipod. The patient's blood glucose, carbohydrate, and insulin history are as follows: time, bg (mg/dl), cho (g), bolus (u): 1138 am, 332, bg (B)(6) 2019 at home. 533 pm, 171, bg a little high and she had started throwing up. 702 pm, 252, bg and she was not feeling well. 909 pm, 200, bg and this was when she was in the hospital parking lot before she went in. 656 am, 283, bg. On (B)(6) 2019 with same pod: 1106 am, 418, bg and she was starting to feel better and she thinks that she might have gone home. 115 pm, 323, bg. 432 pm, 368, bg. 518 pm, 357, bg. 637 pm, 390, bg and she thinks that she was vomiting and she went back to the hospital and they kept her overnight and she had a liquid diet for breakfast and a soft diet for lunch and she stayed on a soft diet for a couple days. 856 pm, 246, bg. 628 am, 432, bg. On (B)(6) 2019 and she went back to the hospital and they gave her a cocktail and then let her go home. Then she went home on (B)(6) and then she went back to the hospital on (B)(6) 2019 and her blood sugar was high 639 am, 357, bg (B)(6) 2019 and she did not go back to the hospital that evening and it happened every night. 1029 am, 168, bg; she had been released from the hospital on (B)(6) 2019. 1108 am, 150, bg at home. 115 pm, 132, bg. 640 pm, 277, bg at home. 1012 pm, 413, bg, this was right before she went to the hospital. 1156 pm, changed the pod.